Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported device damaged by another device (dislodged) and slda appear to be related to procedural conditions, and due to the second clip moving in an unintended direction and interacting with this first implanted clip, causing slda of this implanted clip. Worsening mitral valve insufficiency/regurgitation appears to be related to procedural conditions associated with the slda and the second clip entangled with the anatomy and the need to deploy the clip only on the anterior leaflet. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. An xtw clip (30925r2066) was inserted and deployed on the mitral valve. To further reduce mr, an nt clip (31026r1026) was inserted. However, while grasping, the nt moved in an untended direction, causing the clip to come in contact with the implanted xtw clip. This caused the xtw clip to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was then observed the nt clip was entangled in chordae and leaflet tissue. Troubleshooting was performed, but the clip was unable to be freed. Therefore, the physician had to deploy the clip only on the anterior leaflet. No additional clips were implanted, and mr was noted to have increased to a grade of 4+. For treatment, mitral valve replacement was then performed.